Event description:
Frame was bent, motor housing broken.

Event description:
Frame was bent, motor housing broken.

Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The underlying cause was identified as freight damage. The corner bracket was bent.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.